Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a high capture threshold. During the repositioning procedure on (B)(6) 2025, the lead could not be repositioned due to a failure to retract the helix. As a result, the rv lead was explanted, and during the extraction process, the lead was cut. A new rv lead was successfully implanted, and the patient experienced no consequences.

Manufacturer narrative:
The reported event of a high capture threshold was not confirmed by analysis. The reported event of a failure to retract helix and material cut was confirmed by analysis. As received, a complete lead was returned and cut into two pieces for analysis. Final analysis found the helix to be clogged with blood/ tissue. No anomalies were detected.